Manufacturer narrative:
A supplemental report is being submitted for correction and includes additional information from the investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h11 (additional narrative/data). The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure modes is not required at this time. The device was not returned for evaluation as it was discarded. Due to the unavailability of the device, no visual inspection, functional testing, or dimensional analysis could be performed. Imagery was provided for evaluation. Per imagery review, there was tortuosity and calcification in the right access vasculature. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the valve alignment difficulty during fine adjustment and the inability to withdraw the delivery system with valve that resulted in a cutdown being performed to remove the system were unable to be confirmed. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. A review of the IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, "upon alignment of the valve over the 23 mm commander delivery system while in the descending aorta, the delivery system fine adjustment wheel was overturned and the valve was three quarters distal to the delivery system markers. As the valve was unable to be brought back, a decision was made to withdraw the delivery system and valve into the 14fr esheath+ and then remove the entire system as one unit. During withdrawal of the system, the delivery system with valve became stuck on femoral calcium." Regarding the valve alignment difficulty during fine adjustment, per the training manual, the user is instructed to use the fine adjustment wheel to position the valve between the valve alignment markers. In addition, it instructs "do not position the valve past the distal valve alignment marker." In this case, the aligning wheel was overturned, leading to the valve over-aligning and surpassing the distal valve alignment marker. As such, the available information suggests that the over-rotation of the fine adjustment may have contributed to the complaint event. Regarding the inability to withdraw the delivery system with valve, in this case, imaging review revealed tortuosity and calcification in the right access vasculature. These anatomical features can contribute to non-coaxial withdrawal of the delivery system, increasing the likelihood of interaction between the system and the patient's vasculature, which may lead to withdrawal difficulty. In addition, a transcatheter heart valve (thv) aligned over the inflation balloon has an increased profile, further elevating the risk of device interaction with the patient's vasculature during withdrawal, potentially preventing successful retrieval of the thv. As such, the available information suggests that patient factors (tortuosity and calcification) and/or procedural factors (withdrawal of a crimped thv) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field specialist, during a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 23 mm sapien 3 ultra valve, upon alignment of the valve over the 23 mm commander delivery system while in the descending aorta, the delivery system fine adjustment wheel was overturned and the valve was three quarters distal to the delivery system markers. As the valve was unable to be brought back, a decision was made to withdraw the delivery system and valve into the 14fr esheath+ and then remove the entire system as one unit. During withdrawal of the system, the delivery system with valve became stuck on femoral calcium. A femoral cutdown was performed to remove the entire system. A 16fr esheath+ was then prepped and inserted into the patient. A new 23 mm commander delivery system and 23 mm sapien 3 ultra valve was also prepped. The new system was able to be advanced into the patient without any issues. The valve was then successfully implanted. The femoral cutdown was repaired and the patient was noted to be doing fine.